Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 290 mg/dl. The customer changed the site. As the customer did not have the additional supplies on hand, troubleshooting with tandem technical support could not be completed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.